Event description:
The pump was returned for investigation. Investigation revealed a display failure and a keypad response issue with contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to dim and discolored. Additionally, the ok keypad button was intermittently unresponsive during testing. (B)(6).